Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter (unknown brand) was deployed for hypercoagulable syndrome with bilateral acute pulmonary emboli, and recurrent left deep venous thrombosis with coumadin noncompliance. Approximately four years post filter deployment, CT abdomen/pelvis revealed there had been migration of filter prongs through the ivc wall. Three months later, venogram revealed inferior vena cava filter was in good position with no migration and it was incorporated into the inferior cava completely without extravasation. Approximately nine and a half years post filter deployment, unsuccessful filter retrieval was attempted with a goose neck snare and a spartacore wire. The physician noted that the filter appears to be a g2 filter without any thrombus. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years post deployment, CT of abdomen/pelvis revealed there had been migration of filter prongs through the ivc wall. Approximately four years three months post deployment, venogram revealed inferior vena cava filter was in good position with no migration. Approximately nine years six months post deployment, an unsuccessful filter retrieval was attempted with a goose neck snare and a spartacore wire. Therefore, the investigation can be confirmed for perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for migration as there is no mention of filter migration from the provided medical records. Additionally, the investigation is inconclusive for filter tilt. Per the medical records, unsuccessful filter retrieval was attempted with a goose neck snare and a spartacore wire. Per the IFU( instructions for use),"only use the recovery cone removal system to remove the recovery filter." Therefore, the retrieval attempt using the goose neck snare and a spartacore wire likely contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU( instructions for use) states: warnings: only use the recovery cone removal system to remove the recovery filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter had migrated and tilted with the filter embedded in the wall of the ivc. Furthermore, the patient allegedly experienced recurring dvts following filter placement. The device has not been removed and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter had migrated and tilted with the filter embedded in the wall of the ivc. Furthermore, the patient allegedly experienced recurring dvts following filter placement. The device has not been removed and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the ivc, filter had migrated and tilted with the filter embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were provided. Medical records were provided and reviewed. Image review: image review was performed. Since all the images were noninterpretable, no information was obtained. Medical record review : medical records were provided and reviewed. The medical record allege that the recovery filter was deployed due to the dvt/pe. Approximately four years post deployment, the patient had an acute dvt. CT scan revealed that there was penetration of prongs through the ivc wall. Six years followed by; an attempt was made to retrieve the filter using spartacore wire and a 16-f sheath was unsuccessful. Therefore, the investigation is confirmed for perforation of the ivc wall and retrieval difficulties. However, the investigation is inconclusive for the filter tilt and migration of the filter. Per the medical records, unsuccessful filter retrieval was attempted with filter using spartacore wire and a 16-f sheath. Per the IFU( instructions for use),"only use the recovery cone removal system to remove the recovery filter." Therefore, the retrieval attempt usingfilter using spartacore wire and a 16-f sheath likely contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: only use the recovery cone removal system to remove the recovery filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001).